Manufacturer narrative:
A product investigation is in progress.

Event description:
Consumer contacted via e-mail and stated that the tampon completely fell apart within the area of use. No injury was reported.

Manufacturer narrative:
14-jan-2021 product investigation results: no failure could be identified as a result of the investigation.

Event description:
Consumer contacted via e-mail and stated that the tampon completely fell apart within the area of use. No injury was reported.